Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing solenoid alves 3 and 4. Unit passed all tests successfully. Unit ready for patient use.

Event description:
The customer reported error code 1007 - machine and proximal pressure sensor failure. The customer reported that the device was not in clinical use at the time the issue was discovered.